Event description:
A malfunction was reported on the pump, identified with malf 12 code. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.